Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. Moreover, the ventilator generated an alarm indicating high airway pressure. There was no patient harm. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
On-site investigation was performed. The claimed issue was reproduced during troubleshooting. According to received information in service report, the pressure transducer printed circuit board (pcb) has been found defective. Pressure transducer printed circuit board measures the pressure, conveyed via the pressure tube connected to this block by its differential pressure transducer. With differential reference to the ambient pressure, the output signal is proportional to the measured pressure thus giving a linear measurement in the range -40 cmh2o to +160 cmh2o. Alarms for airway pressure high are indicating that ventilation is ongoing but with higher airway pressure than intended. Alarms will be generated, when set alarm limits are exceeded, as per design to alert the operator about ongoing issues. The device's logs were not provided for further analysis. The cause of the claimed issue in this customer product complaint has been de